Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 27-feb-2025. The physician used the 11fr dilator to expand the puncture site and then removed the dilator. After expanding the puncture site, the physician inserted the vizigo sheath using the 8.5fr vizigo dilator. The vizigo short could be inserted; however, the physician felt considerable resistance again at the time of removal. The key point is that the 11fr dilator was not inserted into the vizigo. The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated product investigation on 27- feb-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. Visual analysis revealed that the shaft was cut, evidence of excessive force was observed on the shaft and sheath. The cut was a doctor's decision to straighten the shaft and to be able to remove it without further complications. The customer provided a picture with a dislodged electrode and the tip of the vizigo sheath; however, the physical parts were not received. In addition, customer reported resistance during the use of the sheath. The resistance felt by the doctor could be related to damage identified on the shaft; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The adverse event and excessive manipulation and knotted issues reported by the customer were confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following contraindication: follow the manufacturer¿s recommended instructions for use for any device used with the carto vizigo¿ 8.5f bi-directional guiding sheath. Do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. Use direct imaging guidance (such as fluoroscopy or ultrasound) to monitor the advancement of the catheter and removal of the catheter from the sheath. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the clarification / correction on the product investigation, removed from the investigation findings "usage problem identified (c23)" and from investigation conclusions "cause traced to user (d11)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and qdot micro catheter and the patient experienced foreign body that required removal and device entrapment that needed removal. After the procedure completion, when attempting to remove the vizigo short, the vizigo short could not be removed from the patient¿s body. While removing the vizigo short, fluoroscopy revealed that the sheath was in a state of bending. Therefore, the wire was inserted into the sheath; however, the bend of the sheath could not be restored. The qdot micro catheter was inserted into the sheath, and the bend of the sheath was improved. Once again, the sheath was attempted to be removed but could not be removed. The qdot micro catheter was changed to the octaray and removing was attempted; however, the sheath still could not be removed. Saberx® (other company¿s balloon catheter), was inserted from the sheath, and balloon was expanded for removing attempt; however, the sheath could not be removed. After that, fluoroscopy revealed that some kind of electrode was floating; this was thought to be the second electrode of the qdot micro catheter. Since the sheath could not be removed, a 14fr sheath was inserted in the left groin and a snare was inserted in that sheath. Subsequently, the octaray being in the vizigo short was held and pulled by the snare. At the same time, the vizigo short was pushed from the right groin and was confirmed to be inserted into the 14fr sheath at the left groin. The shaft of the vizigo short at the right groin and the shaft of the octaray were cut off and the vizigo short was removed from the patient¿s body. The floating electrode of the qdot micro catheter was simultaneously confirmed to be removed from the patient¿s body. Then, the entire body of the patient was x-rayed to confirm that there was no foreign material in the body. The procedure was completed. The punctuation on left groin was additionally performed; however, compression hemostasis could be successfully performed. The condition of the patient remained unchanged, and the procedure was completed. After the procedure completion, compression hemostasis was performed on both groins. The patient left the room uneventfully and his condition remained unchanged. The physician's opinion on the relationship between the event and the product is while inserting the vizigo short, the physician felt considerable resistance. By using the 11fr dilator, the vizigo short could be inserted; however, the physician felt considerable resistance again at the time of removing. The cause might be this resistance might be that the external diameter of the vizigo short might have become larger by the electrodes overlapping. No abnormalities observed prior to use of the product. The products were not used according to the package insert and instruction for use.

Manufacturer narrative:
The product has not yet returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During an internal review on 09-apr-2025, noted a correction to the follow-up #3 as the "*h2. If follow-up, what type?" Should have included "correction". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and qdot micro catheter and the patient experienced foreign body that required removal and device entrapment that needed removal. After the procedure completion, when attempting to remove the vizigo short, the vizigo short could not be removed from the patient¿s body. While removing the vizigo short, fluoroscopy revealed that the sheath was in a state of bending. Therefore, the wire was inserted into the sheath; however, the bend of the sheath could not be restored. The qdot micro catheter was inserted into the sheath, and the bend of the sheath was improved. Once again, the sheath was attempted to be removed but could not be removed. The qdot micro catheter was changed to the octaray and removing was attempted; however, the sheath still could not be removed. Saberx® (other company¿s balloon catheter), was inserted from the sheath, and balloon was expanded for removing attempt; however, the sheath could not be removed. After that, fluoroscopy revealed that some kind of electrode was floating; this was thought to be the second electrode of the qdot micro catheter. Since the sheath could not be removed, a 14fr sheath was inserted in the left groin and a snare was inserted in that sheath. Subsequently, the octaray being in the vizigo short was held and pulled by the snare. At the same time, the vizigo short was pushed from the right groin and was confirmed to be inserted into the 14fr sheath at the left groin. The shaft of the vizigo short at the right groin and the shaft of the octaray were cut off and the vizigo short was removed from the patient¿s body. The floating electrode of the qdot micro catheter was simultaneously confirmed to be removed from the patient¿s body. Then, the entire body of the patient was x-rayed to confirm that there was no foreign material in the body. The procedure was completed. The punctuation on left groin was additionally performed; however, compression hemostasis could be successfully performed. The condition of the patient remained unchanged, and the procedure was completed. After the procedure completion, compression hemostasis was performed on both groins. The patient left the room uneventfully and his condition remained unchanged. The investigation was completed on 24-jan-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the vizigo was observed bent and broken, distal electrode was observed detached from its original position and overlapped with other two electrodes near the tip. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. Visual analysis revealed that the shaft was cut, evidence of excessive force was observed on the shaft and sheath. The cut was a doctor's decision to straighten the shaft and to be able to remove it without further complications. The customer provided a picture with a dislodged electrode and the tip of the vizigo sheath; however, the physical parts were not received. In addition, customer reported resistance during the use of the sheath. The resistance felt by the doctor could be related to the use of a greater fr (french) than the one recommended by the instructions for use (IFU), and an excessive force used during the procedure. Exactly 11fr dilator was used with the vizigo sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. The adverse event and excessive manipulation and knotted issues reported by the customer were confirmed. A user error was identified during the usage of the device; therefore, the root cause of the issues are related to the use of a greater fr (french) than the one recommended by the IFU. The instruction for use (IFU) contains the following contraindication: follow the manufacturer¿s recommended instructions for use for any device used with the carto vizigo¿ 8.5f bi-directional guiding sheath. Do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. Use direct imaging guidance (such as fluoroscopy or ultrasound) to monitor the advancement of the catheter and removal of the catheter from the sheath. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation. Conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿adverse event¿, ¿medical device entrapment with excessive manipulation required¿ and ¿the bend of the sheath could not be restored and could not be removed¿ issues. In addition, biosense webster inc. Analysis finding of the distal electrode was observed detached from its original position and overlapped with other two electrodes near the tip. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿adverse event¿, ¿medical device entrapment with excessive manipulation required¿ and ¿the bend of the sheath could not be restored and but could not be removed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the tip of the vizigo was observed bent and broken¿. Investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿adverse event¿, ¿medical device entrapment with excessive manipulation required¿ and ¿the bend of the sheath could not be restored and but could not be removed¿ issues. Biosense webster inc. Analysis finding of the ¿user error was identified during the usage of the device; therefore, the root cause of the issues are related to the use of a greater fr (french) than the one recommended by the instructions for use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).